Event description:
The customer reported sample counts outside limit errors involving the access 2 immunoassay system. The customer performed system check and it failed the washed portions. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer discovered the white fitting, on the brown cap, for the substrate bottle, was loose. The customer tightened the fitting and resolved the issue. System check was performed and passed within specification. Customer technical support (cts) advised the customer to reanalyze patient samples that may have been affected since the loose fitting was discovered. The customer reanalyzed patient samples and confirmed results were not impacted; no erroneous results were generated. There was no patient consequence. No further system issues were noted. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).